Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) along with the related devices. The wds and a was were together with the delivery system snapped into the access sheath, as received. The device was bloody and the implant was inside of the sheath of the delivery device. The hub, valve, shaft, tip, core wire and implant were examined. Inspection revealed anchor damage, tip damage (recapture abrasions, tears and delamination) and sheath damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the tip damage, sheath damage and anchor damage were attributable to procedural factors. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09446, 2134265-2017-09447, 2134265-2017-09448. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. Transseptal puncture was performed. An imaging sweep for pericardial effusion was then performed and none was observed. A double curve watchman access system (was) was used to deliver a 27mm watchman laa closure device and delivery system (wds). The closure device was deployed in the laa. The device was too proximal and was therefore fully recaptured and removed. A single curve was then used and a second 27mm wds was advanced. The device was deployed; however a pericardial effusion was observed at this time. The device was also a little too proximal so it was fully recaptured and removed. The patient had been intubated and did not experience any symptoms. The closure procedure was aborted. The patient had a pericardial tap to remove the excess fluid. No contrast was ever seen leaving the laa. There were no further patient complications reported and the patient is doing fine. It was noted that the physician felt the effusion most likely occurred during the transseptal puncture and it¿s possible it wasn¿t seen until later due to lower pressure in the right atrium.